Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the flexvision pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to bootup. Review of the log file confirmed flex vision pc malfunction, most likely cause is ¿'grabber cards or psu or disk bay' or empty battery¿. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that there was no power to the b cabinet fse replaced the fuse, but the flex vision pc wouldn¿t turn on. The defective host pc was returned for failure analysis and confirmed that the failure mode is "s64 ¿ battery charge / discharge issue". Fse replaced flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.